Event description:
The customer reported that the intellivue mp50 patient monitor shows a speaker malfunction error message. The engineer determined that the issues was associated with the main board and a replacement main board was sent to the customer. The device was not in clinical use at time of report and there was no adverse event reported.